Event description:
This patient originally felt chest pain and went to the hospital where he underwent a stress test. The angiogram that was also performed showed nearly complete stent occlusion. The patient was taken into surgery, the occlusion was cleaned. No additional stent were placed. Patient was discharged on plavix and how is not in any kind of distress. This product is not available for testing and evaluation